Event description:
It was reported that the patient had his inflatable penile prosthesis reservoir removed due to unknown reasons. A new inflatable penile prosthesis reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.